Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) discovered through troubleshooting that the hp forgot to close a clamp on a spare supply line. The tsr assisted to clear the alarm. The caregiver (cg) would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.